Event description:
It was reported the patient fell about six weeks ago. About 10 days prior to the report, the patient experienced a loss of therapeutic effect. The patient was seen in the clinic. There was impedance readings >2000 ohms on some or all bipolar pairs (pairs were not specified). The patient status was reported as good. The healthcare provider was considering further troubleshooting. Additional information was requested. Additional information received indicated the device was replaced due to normal battery depletion. The patient recovered without sequela. Reference MFR report # 3004209178200806167.

Manufacturer narrative:
The device was returned to the manufacturer. Final device analysis results revealed - the battery had broken welds at the bond wire pads (lifted bond wires). The case feedthrough wire was lifted from the hybrid bond pad. The epoxy bond was broken between the hybrid circuit and both battery terminals. There was foreign material in the connector ports. The insulation coating and titanium can was scratched. The ipg battery voltage was 3.68 volts. Good stable output was observed on electrodes 0-3. No output was observed when the ipg was in unipolar mode. The primary finding was - broken welds at the bond wire pads (lifted bond wires).